Event description:
Event description cpi received a communiation worksheet stating this transvenous defibrillation lead had dislodged twice within one week of implant.this lead removed from service and will be returned for analysis. Another cpi lead was successfully implanted.